Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to being buried too deep. The patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively. The patients ipg remains implanted